Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), pads damaged during opening/removal of packaging. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The CPR stat-padz involved in the reported event were not returned for evaluation. The customer reported gel separation resulting in reduced adhesion; however, retained samples from the same lot (0625b) were tested and all in-process and final inspections, including retain sample evaluation, passed with no gel separation observed. Additional testing confirmed pads deployed properly and gel remained intact. A review of the device history record and incoming inpection records identified no discrepancies. Based on available evidence, the customer report could not be confirmed and no product fault was found. Analysis for reports of this type has not identified an increase in trend.